Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty with delivering a bolus. Reportedly, the pump failed to deliver a bolus after the customer entered the grams of carbohydrates for bolus calculation. There was no reported impact to the customer's blood glucose (bg) level. The customer declined to provide additional information and declined follow up from tandem technical support.